Manufacturer narrative:
System and bronchoscope manufacturing records were reviewed and found no issues associated with this case. The scope was returned for investigation, and manufacturing records confirmed it passed final qa/qc testing. The wired controller was also evaluated, and joystick testing showed all neutral values remained well within the deadzone and far below the 32,000 threshold required to command motion, indicating it would not generate unintended movement without external force. The registration malfunction was reviewed and determined to have occurred during the registration workflow, not during navigation. The first scan failed due to incorrect segmentation of the main carina, and the second scan showed noisy centerlines; however, carina detection was successful and registration ultimately completed. Because these issues occurred before galaxy-assisted navigation or biopsy, they did not cause or contribute to the perforation. Video review showed the perforation was already present during the galaxy bronchoscope's first entry into the left lung, with no active bleeding at the site. Prior to galaxy use, the patient underwent manual bronchoscopy for airway inspection, manual bronchoscopy for ebus staging, and three galaxy registration attempts, each involving airway instrumentation. Review of the failed registration videos further confirmed the perforation pre-galaxy use. Additional contributing factors noted by the physician included use of a bougie stick during intubation, recruitment maneuvers and peep adjustments, and mucosal fragility from prior radiation therapy. Although the physician attributed the perforation to the galaxy scope, investigation findings do not support this assessment. Evidence indicates the perforation occurred before galaxy involvement, with multiple non-galaxy instruments introduced beforehand, and the patient's prior radiation therapy likely increased mucosal vulnerability. Collectively, the findings support that the perforation was most likely related to pre-galaxy instrumentation rather than the galaxy system. This complaint is reported due to the following conclusions: a bronchial perforation was reported following a galaxy-assisted biopsy procedure. The perforation was observed at the start of the procedure during registration. The patient required intravenous antibiotics and hospitalization. It was noted that a manual bronchoscope had been introduced prior to the galaxy bronchoscope. The physician attributed the injury to the galaxy bronchoscope. A malfunction of unable to complete registration was also reported.

Event description:
After case completion, a perforation of the left main bronchus was identified, while the lesion of interest was located in the left upper lobe (lul). The physician noted the perforation during the registration process. A malfunction of "unable to complete registration" was reported.